Event description:
A customer reported receiving a minimum fill notification while trying to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to fill and load a new cartridge using the proper technique. This process successfully resolved the issue, allowing the customer to resume insulin delivery with the pump.